Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had lost power 9 times a day. Customer's blood glucose value was 112 mg/dl. The customer was able to troubleshoot. Customer received a battery out limit alarm then changed the battery and received a weak battery alarm. Customer was able to successfully clear the alarm. The device will be returned for analysis.